Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months post filter deployment, computed tomography revealed multiple bilateral large pulmonary emboli with a large clot burden involving the main right and left pulmonary arteries, extending into the segmental and sub-segmental branches. The patient reported stopping anticoagulation therapy approximately six months post filter deployment. Additionally, a venous ultrasound identified deep venous thrombosis in the left popliteal vein. The patient was treated and discharged in stable condition. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review:the current instructions for use states: precautions: - in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately ten months post filter deployment for pulmonary embolism, the patient presented to the emergency department with complaints of left calf pain and shortness of breath. Imaging identified deep venous thrombosis and massive bilateral pulmonary emboli. The patient was placed on anticoagulation and discharged home in stable condition five days later. No additional medical records were received for this patient. New information: it was reported through the litigation process that the post filter deployment, the patient was diagnosed with multiple bilateral pulmonary emboli, however; the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had an inferior vena cava filter placed for a right pulmonary artery embolus. Anticoagulation therapy was resumed and the patient was discharged home in stable condition. Approximately ten months post deployment the patient presented to the emergency department with sudden onset of shortness of breath aggravated by exertion and alleviated by rest, in addition to a four day history of left calf pain. The patient reported stopping anticoagulation therapy approximately six months post filter deployment. Venous ultrasound identified deep venous thrombosis in the left popliteal vein. A chest cta identified multiple bilateral large pulmonary emboli with a large clot burden involving the main right and left pulmonary arteries, extending into the segmental and subsegmental branches. Incidentally noted was a cystic lesion in the right lobe of the liver only partially imaged, measuring 5cm. The patient was placed on lovenox and admitted to the ICU for close observation. Hematology/oncology was consulted for hypercoagulable workup. Lifetime anticoagulation was recommended. On hospital day five, with leg pain only while deeply massaging, the patient was discharged in stable condition. The patient was asked to be compliant with medications, follow-up in two weeks, and return to the emergency department immediately if symptoms returned. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that approximately 10 months post implantation of a vena cava filter, patient presented to the emergency room with shortness of breath and left calf pain. Allegedly a CT scan identified multiple bilateral pulmonary emboli (pe). The patient reported stopping anticoagulation therapy approximately six months after the filter was deployed. Additionally, a venous ultrasound identified deep venous thrombosis in the left popliteal vein. The patient was treated and discharged in stable condition. Based on the medical record review, pulmonary embolism can be confirmed; however, the origin of the pe and relationship to the filter is unknown. Therefore, the investigation is inconclusive. Per the medical records, the patient stopped anticoagulation therapy six months after filter deployment. Therefore it is possible that the discontinuation of the therapy contributed to the reported event. However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: - in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately ten months post filter deployment for pulmonary embolism, the patient presented to the emergency department with complaints of left calf pain and shortness of breath. Imaging identified deep venous thrombosis and massive bilateral pulmonary emboli. The patient was placed on anticoagulation and discharged home in stable condition five days later. No additional medical records were received for this patient.